Event description:
It was reported that the atrial lead was undersensing, and the left ventricular lead was causing muscle stimulation. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. Outer insulation melted. Blood/body fluid on distal conductor.